Event description:
On (B)(6) 2013, two stents (ziv6-35-125-6.0-120-ptx/ c806020 x 2) were placed in the right lower sfa. On (B)(6) 2014, ischemia was confirmed in the lesion. The medication administered to the patient was changed. As of (B)(6) 2015, the patient had not recovered. No further adverse effects to the patient have been reported to date. As per the above description of event received, two devices are involved in this incident. A separate report will be submitted in relation to the other device reported. Report reference number 3001845648-2015-00107.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). This investigation report addresses one of the reported complaint devices (1 x ziv6-35-125-6.0-120-ptx of lot number c806020). The stent was implanted in the patient and therefore is not available for evaluation. With the information provided a document based investigation was carried out. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. As no imaging was available to support the complaint investigation, the complaint is confirmed based on customer testimony. It is known that ischemia can occur as a result of restriction in blood supply. Additional information was requested in order to determine if ischemia in this case originated from the occlusion due to thrombosis or flow restrictions due to restenosis. Information provided by the sales rep revealed that this ischemia originated from restenosis and occurred in the lesion(<+/- 5mm) where zilver ptx stents were previously placed. It was not possible to determine if zilver stents contributed to the event and also the relationship of zilver ptx stents to the reported event is unknown. It should be noted however, that the physician reported that there was no device malfunction. It can be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with a drug (paclitaxel) to help prevent subsequent restenosis of the artery. Based on the above and considering the physician's opinion, it is very unlikely that the reported event occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, change of medication was introduced. However as of (B)(4) 2015, the patient had not recovered. No further adverse effects have ben reported to date. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.